Manufacturer narrative:
Product ID, 3093-28 lot# v535396, implanted: 2010 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a patient had a pocket revision on (B)(6) 2011 where the implantable neurostimulator (ins) was placed higher and deeper due to discomfort. About a week later it was reported that the cause or the reason for the discomfort was unknown. It was noted that the revision did not resolve the discomfort. It was believed that the device was just revised and not replaced with a new device. No further information was provided. If more information becomes available, a follow up report will be sent.